Event description:
It was reported that the patient was experiencing severe neck and arm pain. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well post-operatively and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred 6 months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).